Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Product has been requested to be returned however it has not been received.

Event description:
Report received from (B)(6) states: "the cutter does not cut after a short time anymore. It does not stay on this cutting rate, gets slower and stands still. No pt impact."